Event description:
A customer contacted baxter's technical service center regarding an overprime of the patient line on the homechoice (hc) during priming. Home patient (hp) reported the patient line over flows a little in prime. The technical service representative (tsr) explained that the patient line fills by gravity so the fluid can only go as high as the top of the heater bag. The tsr advised the hp to make sure the patient line was correctly positioned in the organizer and that nothing was sitting on top of the heater during prime. Hp understood and will not put anything on top of the heater bag. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. If the sample is received, a follow-up report emdr will be submitted upon completion of the evaluation.